Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, and a conclusive root cause was not identified. The investigation determined that the main lamp and the spare lamp both exceeded the expected life due to long-term use. The main lamp did not ignite and the spare lamp did not light up, thus caused the spare lamp indicator to flash. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered both the main lamp and the spare lamp were burnt out and needed to be replaced. The scope socket was worn out causing poor connection and a worn-out air socket causing the air pressure to leak. Additionally, the evaluation found the front panel, lens base and the front panel basis to be damaged. The device was returned unrepaired per customer¿s request. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure the evis exera ii xenon light source main lamp went off and the spare lamp indicator was blinking. The procedure was completed with another light source. There was no patient harm or user injury reported due to the event.